Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. From (B)(6) 2011 to (B)(6) 2011, the patient was treated with vancomycin, 1 gm, once daily, ip and gentamycin, 80 mg, once daily, ip. On an unreported date in 2011, the event of peritonitis was considered resolved and the cause of the peritonitis was unknown. Dianeal therapy continued with dose unspecified. The nurse believed that the event of peritonitis was not related to the suspect product.